Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer states chair turned on worked for short time, then chair turned off by itself. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4).